Manufacturer narrative:
(B)(6). (B)(4). Investigation results: one lightrail tractip laser fiber was returned. The piece measured approximately 12 feet and 1 inches. Dark discoloration/break was noted near fiber tip within blue jacket. The fiber was tested with hene laser fixture, and the aiming beam was visible at the break. The condition of the returned device confirms that the fiber was broken. Therefore, the most probable cause of the broken fiber is unintended use error caused or contributed to event which indicates that the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended or inappropriate use of the device and incorrect sample preparation. A review of the device history record (DHR) was performed and the device met all manufacturing specifications.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a lighttrail tractip laser fiber was used in a ureteroscopy and laser lithotripsy procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the aiming beam of the laser fiber was leaking inside the scope. The procedure was completed with another lighttrail tractip laser fiber. There was no serious injury nor adverse patient effects as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.